Event description:
It was found during baxter's testing that a pump was not recognizing a closed door. There was no pt incident since the error was found during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The determined symptom does not recognize a closed door was confirmed and reproduced. It was caused by a failed upper aux flex. As a result, the upper aux assembly was replaced.